Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: lead cath lab rn. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the tr band large was applied to the patient's right wrist after a diagnostic left heart catheterization (lhc). Approximately 14-16cc's of air remained in the band prior to being sent off to recovery. All patients receive 5000 units of heparin and follow 2-hour removal protocol in recovery. After approximately 1 hour, the recovery nurse noticed the tr band had slid a bit from its original position and the formation of a local hematoma occurred. The hospital followed protocol for hematomas and the patient recovered with no issues. The estimated blood loss was less than 250cc's. The event occurred post-operative. The patient was not injured during the event and medical/surgical intervention was not required. There is not a direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information to section b5.

Event description:
Additional information was received on 27nov2023: the hematoma was treated with manual pressure. The tr band did not appear to be damaged prior to use. It was reported that the balloon component was not leaking air.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for air leakage issues because a sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. Review of the device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the design failure mode and effects analysis (dfmea).